Event description:
A siemens employee cut his right forefinger while working on an advia centaur xp system. The cut was disinfected with alcohol and the employee went to the hosp. At the hosp, the employee had blood drawn for (B)(6) (testing will be repeated in one month). There are no reports of pt intervention beyond first aid and blood tests or any adverse health consequences due to the injury.

Manufacturer narrative:
Based upon the info provided, it is unk how the injury occurred to the siemens employee. No further eval of the device is required.